Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 25 mm bioprosthetic valve, there was an intravalvular leak and the valve was explanted and replaced with a 23 mm valve of the same model. The surgeon reported the leak may be due to implanting a 25 mm valve even though the 23 mm valve avoided patient prosthesis mismatch. This has been this surgeons practice and no issues have been encountered in the past. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was slightly distorted; oval shaped. Distortion of the annular ring can restrict the leaflets from fully opening and/or cause misalignment of leaflets during valve closure. Oversizing of the valve may have led to stent distortion. All leaflets were in an open position and were stiff but flexible. This is expected since the valve went through decontamination process that includes a high concentrate of a tissue fixation known to cause stiffness of the tissue. No damage was found on the leaflets and all commissures were intact. Hydrodynamic pulse duplication testing with high speed video observation showed normal, full opening and closing leaflet motion with no evidence of leakage at all flow rates/cardiac outputs. Flow through the valve was documented using echocardiography, digital high speed imaging and flow meter assessment. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.